Event description:
The sales rep reports that during a procedure, both devices were not firing or the staples were coming out sporadically and not formed. A third device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.